Manufacturer narrative:
(B)(4). The covidien service engineer (se) replaced the o2 sensor and performed extended self-testing on the device and all tests passed.

Event description:
It was reported that a, 840 ventilator had an o2 sensor that failed. There was no patient involvement at the time of the event.